Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon follow up, it was reported that the patient¿s effluent was clear and the patient recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the patient was not hospitalized for the event. On an unreported date, the patient began treatment with injection reflin 1 gram per day (route and duration not reported), injection tobramycin 1 gram per day (route and duration not reported) and injection heparin (dose, frequency, duration and route not reported) for peritonitis. At the time of this report the patient outcome was unknown. Action taken with dianeal therapy was not reported. No additional information is available.